Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient¿s device was causing their left leg to cramp up and hurt. The cramping was getting worse and was causing their left calf muscle to cramp, toes to curl, and foot to point. The patient couldn¿t sleep because of the cramping. The patient would get the cramping ever so often in the past, but then it would go away so it never really bothered them. The patient¿s urine output had also increased. These issues began due to a sudden change in therapy or symptoms 1 to 1.5 months ago. The patient saw their managing health care provider (hcp) on (B)(6) 2016 and they advised the patient to call the manufacturer and that they could turn their stimulation off remotely. The patient wanted to get a replacement programmer so they would be able to turn stimulation off on their own. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.